Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre device was producing big differences between the sensor and the built-in meter and provided the following example: sensor: 417 mg/dl vs meter: ¿lo¿ (a reading less than 40 mg/dl). Caller noted customer experienced a loss of consciousness so she administered a glucagon injection, gave the customer some soda and then called the paramedics. Upon arrival, the paramedics did not provide any treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre device was producing big differences between the sensor and the built-in meter and provided the following example: sensor: 417 mg/dl vs meter: ¿lo¿ (a reading less than 40 mg/dl). Caller noted customer experienced a loss of consciousness so she administered a glucagon injection, gave the customer some soda and then called the paramedics. Upon arrival, the paramedics did not provide any treatment. There was no report of death or permanent injury associated with this event.